Event description:
A customer contacted beckman coulter inc., (bci) and reported that the top of the diluent I cartridge was cracked. No injury was reported on this issue.

Manufacturer narrative:
Replacement reagent was sent.